Manufacturer narrative:
The insulin pump alarmed with a motor error during the rewind process due to a corroded motor home switch. The pump was also received with a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error after an infusion set change. The patient's blood glucose at the time of incident was 147 mg/dl. The customer removed the pump to shower and when she returned and changed the infusion set the pump alarmed. She cleared the alarm and attempted to rewind but the pump alarmed with motor error again. Troubleshooting was initiated for the motor error alarm. Once more, the customer was unable to complete the rewind without receiving a motor error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.